Manufacturer narrative:
Failure analysis: avea gas delivery engine (gde) pn; 16650 sn: (B)(4) was received for investigation. After installing the gas delivery engine (gde) onto gas delivery engine (gde) test station I configured the assembly using neo-natal default settings. The reported issue was verified as the o2 sensor calibration of the extended systems test (est) failed. After ruling out the regulator/relay assemblies, the issue was isolated to the blender assembly pn: 16594 sn: (B)(4), it was removed and sent to the manufacturing line for further testing. The blender assembly failed the post test per test standard (B)(4) as the hub assembly pn: 22479 was found to be very loose. Findings/root-cause: loose hub assembly on blender assembly. This is a known issue and carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.

Event description:
The dist in (B)(6) reported that during the extended systems test (est), the oxygen sensor would not pass calibration. It was also reported that during normal operation, the percentage of oxygen delivered was incorrect.

Manufacturer narrative:
(B)(4). The dist in (B)(6) determined that the most likely cause of the reported event was a malfunctioning gas delivery engine (gde). The user facility will be shipped a replacement gas delivery engine (gde) to repair the device and return it to service. The alleged faulty gas delivery engine (gde) was received by carefusion on (B)(6) 2015, routed to the carefusion factory service dept. And staged for eval.